Manufacturer narrative:
One optical module2 cable was received for product evaluation. The cable was connected to a known good working vigilance2 monitor for analysis and testing. The in-vivo calibration test passed. During a ten minute run the sv02 value drifted out of specification. The in-vivo calibration test was performed a second time and it passed. A visual examination was performed and there was no physical damage found. Further examination found that there was a broken wire connection on the om2 cable. The broken wire connection can result from being twisted and kinked repeatedly, as this will cause the wires to break over time. The cable will have a higher probability of failure if used for a longer time. The manufacturing records show that the manufacturing date of the cable is may 2011 and the recommended shelf life is three and a half years. The cable exceeded the recommended shelf life. Expected wear over normal use is retained as the root cause. The e28 wire connection that was broken is a shielding that prevents rf interference. If the wire is broken the cable is susceptible to interference. This can be a contributing root cause of the sv02 drift. There was no complaint of inaccurate or drifting values in the initial reported complaint. The issue is currently being monitored and trended as part of the management review process. The device/service history record review was completed and all manufacturing inspections passed with no non-conformances. The reported event was not confirmed by evaluation. However, the sv02 reading was found to drift out of specification during a ten minute run. The cable will be taken out of service and destroyed.

Event description:
It was reported that there was calibration difficulty when using the optical module2 cable. This occurred prior to patient monitoring. There were no error messages noted. The connections were checked and they were found to be secure. They re-tried to calibrate but that was unsuccessful. The suspect om2 cable was exchanged for a different om2 cable, then everything worked. There was no patient involvement.